Event description:
The customer's mother reported via phone call that the drive support cap was becoming detached from the insulin pump. Customer's blood glucose was 20.4 mmol/l. The mother was unsure how the damage occurred on the insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with a loose drive support cap, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.